Event description:
Patient confused, lumbar drain noted to be broken at connection site, unrepairable, and leaking. Surgeon notified. Lumbar drain had to be removed by anesthesiologist. Patient monitored throughout night for potential neurological changes. From nursing and anesthesiologist: lumbar drain noted to be leaking around connection site, upon closer look with previous registered nurse (rn). Catheter noted to be broken & snapped off. Nurse practitioner (np) notified, doctor aware, catheter clamped per doctor. Anesthesiologist removed lumbar drain at approximately 20:30. Catheter tip intact. Manufacturer response for becker external drainage and monitoring system, medtronic becker external drainage and monitoring system (per site reporter). By materials leadership.